Event description:
It was reported that an aneurysmal coiling procedure was performed in a patient with aneurysm in the side wall of the basilar artery. During the procedure the subject coil was the last coil to go into the aneurysm. The subject coil was advanced and pulled back multiple times before it could go into the aneurysm. Later, the subject coil was detached using a power supply system. The subject coil was thought to be detached and when the subject coil delivery wire was retracted it was found that the subject coil was still in the microcatheter visible under fluoroscopy. According to the physician the subject coil did not appear attached initially as it was retracted back into the microcatheter, at which point it must have detached or potentially the subject coil migrated from the aneurysm. It was deemed that the aneurysm was coiled sufficiently and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated h3 summary attached - updated f10 & h6 - device code grid - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: a catheter was returned (no allegation against the catheter). The coil had detached inside the returned catheter but once removed was found to be intact. The coil delivery wire or introducer sheath were not returned. Functional inspection: the catheter was flushed and a patency mandrel was advanced through pushing the detached coil out the distal tip of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer that it was also reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the procedure. Also additional information received indicated the patient anatomy was somewhat tortuous. During analysis, the main coil was found to be detached inside a microcatheter. An assignable cause of procedural factors will be assigned to the as reported 'main coil migration' as well as the as analyzed 'main coil prematurely detached/separated during use' since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu , but performance was limited due to procedural factors during use.

Event description:
It was reported that an aneurysmal coiling procedure was performed in a patient with aneurysm in the side wall of the basilar artery. During the procedure the subject coil was the last coil to go into the aneurysm. The subject coil was advanced and pulled back multiple times before it could go into the aneurysm. Later, the subject coil was detached using a power supply system. The subject coil was thought to be detached and when the subject coil delivery wire was retracted it was found that the subject coil was still in the microcatheter visible under fluoroscopy. According to the physician the subject coil did not appear attached initially as it was retracted back into the microcatheter, at which point it must have detached or potentially the subject coil migrated from the aneurysm. It was deemed that the aneurysm was coiled sufficiently and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.